Event description:
It was reported that a patient had "horrible problems." The reporter stated that the patient had surgery in (B)(6) 2012 for a battery replacement and she had broken leads. It was reported that adaptive stimulation was turned on in (B)(6) and off in (B)(6). It was noted that the patient was currently just using "basic stimulation," which was working "ok" for pain. The reporter stated that the patient reported having "wicked" back aches that got worse with movement and the more she did. It was reported that the patient had pain, warmth, and swelling at the device pocket that also got worse and more swollen when she walked. It was noted that the patient saw her doctor last week and he looked at the device pocket and said it was "ok." The reporter stated that the doctor recommended getting assistance with reprogramming and checking the device impedances. Additional information has been requested but was not available as of the date of this report.

Event description:
It was previously reported in (B)(6) 2012, that the patient had a device and lead replacement (B)(6) 2012. A complaint was placed on the new lead instead of the old lead that was replaced. The correct lead and corresponding lead issue is noted in MFR report # 3004209178-2012-01103. The information reasonably suggests that the change in stimulation and impedance issue resulting from a (B)(6) 2012 fall corresponds with why the lead was eventually replaced.

Event description:
Additional information received reported that the patient experienced a painful, burning sensation near the battery implant site in her right buttock. The impedances were tested and they were all 'fine.' It was stated that stimulation was effective, but unable to use due to discomfort. The device was explanted and replaced with a new device on the opposite side of the patient's body. The patient was reported to be alive with no injury or adverse event. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The device was functionally okay and only insignificant anomalies were found.